Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through review of medical records. Inspection of the returned tibial component identified nicks and gouges on the surface of the device. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. Supplemental submissions were submitted on jun 15, 2012 and jan 23, 2013, however, the FDA does not have record of these submissions. All additional information is included within this report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address pain and tibial loosening approximately eighteen (18) months post-operatively. The primary operative notes indicate that the surgical techniques were followed. The revision operative notes further note that the tibial tray was lifted from the cement without apparent adherence.

Event description:
It is reported that the pt was revised due to pain and loosening.